Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room. Upon interrogation, it was found that the implantable cardioverter defibrillator was in back up vvi mode. Upon further investigation, it was noted that the patient had not slept by merlin monitor for few weeks. Hence, merlin monitor search for patient device was unsuccessful and placed the device in back up vvi mode. The device was reprogrammed to its normal settings. The patient was stable throughout and was discharged.